Event description:
It is reported that the pt was revised due to a fractured stem. The pt died after the revision surgery, reportedly the same day.

Manufacturer narrative:
This report will be amended when our investigation is complete.